Manufacturer narrative:
This event is one of four similar events reported from this medical institution (see also MDR report # 3005619880-2014-00010, 00011, and 00012). There have been no other reports of thrombocytopenia for similar cormatrix ecm products or from other institutions. Thrombocytopenia can be a result of some types of viral infections, severe infections (sepsis), medications, or trauma. The surgeon indicated that although sepsis was originally thought to be the cause of the thrombocytopenia in the pts with active endocarditis, hematology results indicated no disseminated intravascular coagulation (dic). The exact cause of the thrombocytopenia is currently unk. Cormatrix has requested access to case records to obtain additional info regarding the procedures performed, medications used, and pt conditions. Although the exact lot number is unk, cormatrix has completed a lot history and process review with our ecm supplier for all lots shipped to this institution before or around the time of the surgery. There were no deviations or non-conformances during the manufacturing or testing of these lots.

Event description:
On (B)(6) 2014, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for pericardial closure to fabricate and replace a tricuspid valve. It was reported that the pt experienced thrombocytopenia following surgery. The use of the cormatrix ecm for pericardial closure to fabricate a tricuspid valve is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for pericardial closure, which is indicated for the reconstruction and repair of the pericardium. Details of the event are provided below. A surgeon reported that a (B)(6) year old male pt developed severe thrombocytopenia following a tricuspid valve replacement using cormatrix ecm material. The surgery was performed on (B)(6) 2013. Pre-operatively, the pt had active endocarditis (B)(6), mild right ventricular dysfunction, mild right ventricular dilation, and perforation of the valve leaflet. The surgeon fabricated a 2.94 cm x 2.53 cm tricuspid valve from ecm material. The valve was attached using a running seam with 4.0 prolene sutures and attached to the papillary tips. The pt was treated with heparin during cardiopulmonary bypass (cpb). The surgeon indicated that the pt was not on cpb for an extended length of time. No post-operative anticoagulation was given. The pt had normal platelet counts pre-operatively but remained at 30 - 40k platelets post-operatively despite platelet administration and/or steroid therapy. Hematology results indicated no hemolysis, disseminated intravascular coagulation (dic), or heparin induced thrombocytopenia (hit). All drugs with the potential of causing thrombocytopenia were stopped with no increase in platelet counts. The pt did not have a documented coagulative disorder. No other complications were reported.